Event description:
(B)(4).it was reported post a coronary artery stenting treatment the patient died. The target lesion was located in the left anterior descending artery. The reference vessel diameter was 3mm and the lesion length was 28mm. Pre-procedure was 99% stenosis; post procedure was 0% stenosis. A 3.0x28mm liberte stent was implanted. No attempt was made for direct stenting. The procedure was a technical success. The same day, the patient had silent ischemia. Medications were asa and clopidogrel. The patient experienced sudden cardiac death. No additional information available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Product unavailable for analysis.